Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received pump error 79, pump error 63 and pump error 2. However, pump error 79 and pump error 2 were resolved while pump error 63 recurred. Customer's blood glucose was 120.6mg/dl. The insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. However, insulin pump was returned for pump error alarms due to software error. Format history file analysis confirmed pump error (variable 9) due to software error. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.